Manufacturer narrative:
This report is for an unknown matrix midface set/unknown lot. Part and lot numbers are unknown; UDI number is unknown. This report is for the set which is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the implant sets had more than one screw out of place; the screw lengths and thicknesses were in the incorrect spots. For example, where the set indicated a space for a 5mm screw (length), instead there was a 3mm screw (length). It was also found that one of the screw driver shafts was not picking up the screws correctly, as it was worn. When a different shaft was used the screw were picked up and retention was fine. It was reported the operation time was lengthened for an unknown amount of time. This report is for an unknown matrix midface set. This is report 2 of 2 for (B)(4).